Manufacturer narrative:
G1/g2: contact information updated due to expiration of exemption e2014018. Manufacturing site evaluation: manufacturing records show that this progav valve was manufactured by a qualified employee in february 2007. No deviations were identified during assembly. The valve was inspected as article fv410t. The valve has a normal pressure range of 0 to 20 cmws. All required parameters were approved and product specifications met during the manufacturing process. Following final inspection, the valve was sterilized by miethke and released for shipment. Investigation: the valve was received for analysis submersed in an unidentified liquid within a plastic container. Initial visual examination found a deformation of the outer housing of the valve. When measured, the housing deformation was confirmed to be -0.071mm, outside the tolerance of 0 +/- 0.02mm. Testing: permeability testing confirmed the valve is permeable. During adjustment testing, the valve was adjustable to pressures of 0-19 cmh2o. However, it was not able to hold a pressure setting of 20 cmh2o. Brake functionality testing found the brake function fully operational and the braking force within given tolerances. Finally, the valve was dismantled. A significant build-up of substances (likely protein) was identified at that time. No further anomalies were identified and all other specifications were met. Conclusion: based on our investigation, the cause of the housing deformation could not be determined with certainty. Significant outside pressure, for example excessive force from a progav adjustment tool or by a fall or impact to the patient's head, can compromise the integrity of the valve. No manufacturing relationship to this condition is established. We could only partially substantiate the claim of non-adjustability during our analysis. We can exclude manufacturing defects at the time of product release as the valve was confirmed to have met all specifications of the final inspection. Our findings suggest that the reported difficulty was likely due to deposits observed within the valve. As described in our literature, this is a known, inherent risk of hc-therapy involving shunt implants and no manufacturing relationship is established. Reports of this type will continue to be monitored. At this time, no trend for reports of this type has been identified.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "11y 9m po valve is not adjustable." Additional patient information has been requested. When additional information is received a follow up report will be submitted.